Event description:
Reporter alleged meter read > 250 mg/dl however had no high systoms. It was reported customer dosed 6-8 units of insulin at about 2 am and was found unconscious at about 6 am. It was no reported or known the time afterwards when customer was unconscious. Reporter stated paramedics took customer to the hospital however was unaware of any testing or treatment by them. Reporter indicated hospital tested customer at 54 mg/dl and was then given food and released. A request was made for the return of the suspect device and replacement product was sent.